Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Initial reporter: (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a audio tone/vibration (audio tone issue) issue. It was noted that the pump intermittently beeped with no error code on screen. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the reported issue may cause the user to miss an alarm or warning that may cause cessation of insulin delivery.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 08-dec-2017 with the following findings: during investigation, the original complaint was unable to be duplicated. Unrelated to the original complaint, the pump was opened and there was moisture corrosion found on the printed circuit board. There was no moisture found in the battery compartment.